Manufacturer narrative:
Additional customer contact information: name (B)(6) occupation - biomedical engineer. The getinge field service engineer (fse) encountered the reported issue during the preventative maintenance (pm) and replaced the top display assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a spot on the bottom left of the display. There was no patient involvement reported.